Event description:
It was reported that reservoir leaked. Customer has been running high blood glucose. The current blood glucose reading is 450 mg/dl with hyperglycemic side effects. It had taken 24 hrs to get the blood glucose in control. The second occurrence the blood glucose reading were in 200 mg/dl to 400 mg/dl. Increased urination, upset stomach, headache and inability to focus. The reservoir compartment was wet and smelled of insulin; the tubing was also wet. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.